Event description:
International affiliate has informed us of an event that the inflation line got torn during use. The product was tested before use. It is not known how long the tracheostomy tube was in use. No adverse outcome. Event occurred in another country.